Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patients spouse called on 5/1 late in the evening stating that her ipg incision site was hot to touch and tender and the patient was experiencing stroke like symptoms with a high blood sugar. The spouse states the ipg site started getting tender and warm to touch on 4/29. Rep instructed the patient to turn off scs and do not charge ipg. Recommended emergency care for the stroke like symptoms. Patient spouse called me this morning on 5/2 stating that the hospital is admitting the patient for an unknown infection and started her on IV antibiotics. More testing for the infection will be conducted once the patient is out of the ER and admitted to the floor. Patient spouse will let rep know the outcome of the testing. Rep again recommended to keep ipg turned off and not to charge ipg. The ipg and leads were explanted on 5/3/24 by a neurosurgeon at the hospital per infectious disease requests.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead, product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on may 15, 2024. The rep reported the cause of the heating and infection at the ins site was unknown. The devices were explanted and discarded by the customer.